Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, a proglide was deployed; however, the suture came out with the device. The sutures of two additional proglide devices were successfully placed. The sheath was upsized to a 27f sheath and the leadless pacemaker procedure was completed. Reportedly, the physician inadvertently locked the knots prior to full advancement so hemostasis was not achieved. An attempt was made with another proglide device; a cuff miss [suture retrieval issue] was noticed. Another proglide was deployed and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional proglide devices referenced in b5 are being filed under separate manufacturer report numbers.